Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a decrease in monitoring voltage from 3.0 volts to 2.68 volts over a 10 month period. Therapy delivery has been minimal. A boston scientific crm technical services (ts) consultant discussed that this device appears to be depleting prematurely, and recommended obtaining a save to disc during the next follow up. To date, there have been no reported patient symptoms associated with this clinical observation.